Event description:
On (B)(6) 2013 the patient contacted animas alleging that the keypad buttons are hyper-responsive and cancel boluses without user intervention. The patient noted that the keypad is peeling, but was unable to say if the keypad damage occurred prior to the button responsiveness issue or not. The patient denied any blood glucose excursions. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.